Manufacturer narrative:
UDI - is unavailable at this time. Once the investigation is completed to UDI number will be provided. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the patient continued bleeding after angioseal placement. It was reported that manual compression was applied. It was reported that the patient condition was stable. It was reported that the blood loss was minimal. The procedure outcome is unknown. The user facility described event as not stopping the bleeding at the access site.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation and additional information. Expiration and UDI number has been provided. Manufacture date has been provided. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.